Event description:
It was reported that the patient went to the emergency room three times while wearing the insulin pump. It was stated that the patient did report one of the hospitalizations. The patient will be contacted for information regarding the other hospitalizations. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-02421.